Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the implant fell out. The implant was removed from the patient and an additional bone hole was made to complete the procedure. This was reported to be an out of box failure. No patient injuries were reported.